Event description:
The complaint is reported as: "doctor reports that when placing the central venous catheter, after inserting the guide in the needle, it bents, when wanting to reposition it begins stucking, it is withdrawn and observes that a part of it loses its shape and rigidity similar to a rope that unthreads, running risk of rupture in the vascular area, is discarded by requesting a new equipment and the same happens." The catheter was replaced. Additional information received indicates there was no patient injury or harm. The condition of the patient is fine. It was also reported that "the installation of the catheter was delayed, and a functional route of administration was required, since the peripheral route was no longer functional." In addition it was reported that the guidewire did not break.

Manufacturer narrative:
(B)(4). Associated MDR#s 9680794-2023-00222 and 9680794-2023-00165. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "doctor reports that when placing the central venous catheter, after inserting the guide in the needle, it bents, when wanting to reposition it begins stucking, it is withdrawn and observes that a part of it loses its shape and rigidity similar to a rope that unthreads, running risk of rupture in the vascular area, is discarded by requesting a new equipment and the same happens" the catheter was replaced. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4). Associated MDR#s 9680794-2023-00222.